Event description:
Pt complains of hip, breast and feet pain, difficulty walking, headaches all the time, pains in right hand and shoulder, arthritis, joint swelling, ruptured implant and raynaud's syndrome. Event date: 2/22/85.